Event description:
It was reported that a patient experienced a dental abutment fracture and the implant was removed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803 . The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.